Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had no power indicated, wouldn't charge. No patient involvement.

Event description:
It was reported that the device had no power indicated, wouldn't charge. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 12sep2019 to the present date 29dec2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.